Event description:
The following is based on medical info provided by the pt's attorney. On (B)(6) 2003, pt underwent repair of epigastric ventral hernia with implant of composix kugel mesh. Lysis of adhesions was performed. On (B)(6) 2003, office visit: incision healing well. On (B)(6) 2004, pt underwent laparoscopy and lysis of omental and liver adhesions was performed. The mesh had disconnected from its attachments, allowing the mesh to contract with the scar tissue and roll. The mesh was explanted, removing it in layers and pieces. A recurrent incisional, ventral hernia was repair with implant of a composix mesh e/x.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Based on the info provided, no definitive conclusions can be made. The pt has multiple co-morbidities including prior abdominal surgeries, and breast cancer. The cause for the alleged event is undeterminable. The operative report notes that the mesh had disconnected from its attachments, allowing the mesh to contract with the scar tissue and roll. The info provided indicates that the pt developed and was treated for recurrence and adhesions, which are known adverse events listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. There is no indication of defective mesh. Additionally, no product has been returned. If any add'l info is obtained, a f/u MDR will be submitted.